Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the describe event or problem.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. It was also reported that the patient had vegetation. There were no additional adverse patient effects reported. The pacemaker was explanted. It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. It was also reported that the patient had vegetation. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. It was also reported that the patient had vegetation. There were no additional adverse patient effects reported. The pacemaker was explanted.